Event description:
The patient developed and infection in tooth location 31 after the fixture was implanted for over 1 1/2 years. The doctor indicated infection as the only contributing factor for implant removal.